Manufacturer narrative:
11/21/96: supplemental report #1 sent to FDA. Device returned to MFR on 10/24/96.

Event description:
The disposable loading unit was used with co's stainless steel instrument during a low anterior resection. Reportedly, difficulty was experienced in seating the retaining pin which subsequently resulted in malformed staples. The surgeon performed a colostomy to correct the condition.